Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that while in the hospital for a fractured hip the patient received two shocks form the right ventricular (rv) lead due to oversensing. It was also reported that the patient does not recall receiving the shocks. The rv lead remains in use. No further patient complications have been reported as a result of this event.